Manufacturer narrative:
The associated device was returned and evaluated. The lab analysis concluded that the device was returned to sn after retrieval during a per-prosthetic revision. Visual observations found minor scratches on the articular surface. Also noted, a gouge on the lower rim of the internal taper found during the examination. Most likely, these are the result of the removal activities during the revision procedure. There are no indications suggesting this part was cause for the reported issue. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a hip revision surgery was performed due to peri-prosthetic fracture.